Event description:
A territory manager (tm) contacted zoll customer support to report that a charger/modem he received had a defective power cord. The tm received a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger connector problem) has been confirmed. Upon evaluation, the power brick connector was damaged. The damaged connector prevented the charger from powering on. The root cause of the damaged connector cannot be positively identified, but was likely associated with physical abuse. No adverse event resulted from the damaged power brick connector. The patient received a replacement battery charger.